Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014.device evaluation: the device has been returned and evaluated by product analysis on 04/24/2014 with the following findings: on investigation, the display was found to be dim, faded and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on 01/08/2014 alleging the display had a pixel color changed. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.